Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an occlusion alarm. The root cause was determined to be a worn latch pin roller. No repairs were performed as the customer denied the service estimate. A service history review determined that this device has not previously been serviced by baxter. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a flo-gard infusion pump which experienced a false occlusion alarm upon power up. No patient injury or medical intervention was reported. No additional information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter and the evaluation is in progress. A follow-up MDR will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which expereinced a false occlusion alarm upon power up. No patient injury or medical intervention was reported. No additional information was available. The current software version of this device is unknown. No additional information is available.